Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with an alert for high impedance. It was noted that the right ventricular lead threshold showed a steady increase since (B)(6) 2019. The physician believed this could be a result of scar tissue and not the result of a lead fracture or failure. Impedance alert as adjusted. The patient was stable and would continue to be monitored.